Manufacturer narrative:
The patient remained on bivad support with the replacement pump and no further issues were reported. The patient has since been successfully transplanted. The manufacturer was unable to conduct an investigation of the explanted pump because it was not returned by the hospital. A review of device history records showed no deviations from manufacturing or qa specifications. Thrombus formation is a recognized risk associated with vad therapy and is documented both in the IFU and in the literature. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with two ventricular assist devices (vad) as a bivad patient. According to a device tracking form received, the patient's rvad was exchanged approximately 3 months post-implant due to thrombus in the ventricle.